Event description:
In 2006 the lay user/pt contacted lisescan alleging that her one touch ultra meter was prompting the error 1 message. The senior med affairs spec mailed a letter since the pt could not be reached by telephone. The pt reported that she had not used the meter in over one month and her blood glucose levels had increased. The pt recalled feeling dizzy and nauseous during the time of concern. The pt states that due to the elevated results, the physician increased her glyburide dose from one tablet daily to two tablets. The pt reported that her blood glucose level was not taken on any other device. No further info was provided. The customer care advocate (cca0 verified that the pt was using the correct testing technique and the battery compartment was in good condition. The cca walked the pt through retesting and the meter prompted an error 1 message. The meter, and test strips, and control solution were replaced.